Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was high and a correction via the pump was delivered to address the bg. The customer thought that the pump was not delivering insulin properly and had reported past occlusions. As the event had occurred in the past, troubleshooting was not performed.